Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.50/+1.0/107 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and the patient experienced a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was explanted and exchanged for a shorter length lens intraoperatively on (B)(6) 2018. The "vault was greatly improved" and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and blue residue on the lens. Claim#: (B)(4).